Event description:
The customer stated that the red blood cells and hemoglobin control values, run on the cell-dyn analyzer are out of range high. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.